Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Clinical applications manager gave over the phone support on the use the visx laser microscope and lights for the flap refloat. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient hit her left eye with her medicine bottle while putting eye drops post treatment. No loss of best corrected vision. Patient required a flap refloat due to flap striae.